Event description:
During biomed testing the device's defib output was out of specification. When discharded at 200 joules, the defib output was 150 joules. When 300 joules was discharged, the defib output was 2 joules. When 360 joules was selected, the device switched to monitor mode. Complainant indicated that there was no pt involvement in the reported malfunction.